Event description:
Patient states that the reclining chair he was sleeping in did not go back into sitting position so he could get out of chair to use the commode. The patient states he slid himself forward when the footrest of the chair tipped forward.